Event description:
It was reported that the pharmacist reports that the nurses indicate that they had defective cements several times this week. He had the information only know and he do not know how many box are affected. The packaging is/are difficult to open. Other products were used to complete the surgery and now the nurses try to gently open the pouch to do not make any sepsis fault. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Date of event: the event occurred sometime between (B)(6) 2019. The device was not returned to the manufacturer. Therefore it could not be analyzed. The reported event could not be confirmed. The review of the device manufacturing quality record indicates that 1508 products refobacin bone cement r 1x40-3, reference (B)(4), lot number 835bad1612 were manufactured on date 16 november 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. No other similar complaint has been recorded for refobacin bone cement r 1x40-3, reference (B)(4), lot number 835bad1612 on the reported event within one year. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the pharmacist reports that the nurses indicate that they had defective cements several times this week. He had the information only know and he do not know how many box are affected. The packaging is/are difficult to open. Other products were used to complete the surgery and now the nurses try to gently open the pouch to do not make any sepsis fault. No adverse events have been reported as a result of the malfunction.